Manufacturer narrative:
After rechecking the complaint contents at closing the investigation it was found that the complaint is a reportable one. The device was tested by a dräger service engineer and passed all tests successfully. The logbook was analyzed at dräger. According to this it is assumed that while a user acted on the ventilator an extraordinary high electrostatic discharge took place. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. The ventilator performed a warmstart in order to solve the problem, this is accompanied by optical and acoustical alarms. During this time, an emergency-breathing valve would open allowing for spontaneous breathing. The evita was designed and approved in accordance to medical standard iec60601, where the approved immunity barriers are defined.

Event description:
It was reported: the device posted device failure "13.99.130" and rebooted while in use. Thus, the customer replaced the device. No injury reported.